Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed. There was no reported product deficiency. The reported myocardial infarction is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the xience stent was direct stented (with out pre-dilatation of the lesion). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effect as it did not occur until the day after the procedure.

Event description:
It was reported via a trial that one day post direct stenting procedure distal and mid left anterior descending artery stenting with two xience v stents, the patient experienced elevated cardiac enzymes. There was no reported treatement given. The patient's condition resolved the following day and the patient was discharged. Additional information received indicates that the patient was diagnosed with a peri-procedural myocardial infarction caused by the target vessel. Though requested, there was no additional information provided.